Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom name: medtronic mini med country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026, due to infusion set fell off during hot weather and patient had high blood glucose level and treated with pump correction.